Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot#: n314888, implanted: (B)(6) 2013, product type: adapter; product ID: 748251, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3487a-33, lot#: v143908, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The intractable pain patient reported through a manufacturer representative that the call your doctor icon and an elective replacement indicator (eri) message was indicated when they synced with their implantable neurostimulator (ins). It was unknown whether any external factors had led or contributed to the issue; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a manufacturer representative (rep) reported the eri message was displayed on their patient programmer ¿when the ins had only been implanted for approximately five years.¿ it was noted the cause of the issue was unknown as of 2018-(B)(6). When a rep met with the patient on 2018-(B)(6), the rep could not observe an eri message on the patient programmer. Review of ins interrogation records from the appointment indicated the ins had not reached eri and that the ins instead had 1190 days remaining until end of service (eos) was triggered. There remained no complications reported or anticipated.